Manufacturer narrative:
Two of five returned strips gave an average of 116mg/dl high out of spec with the customer's control. Testing with blood gave satisfactory performance. Retention reagent gave satisfactory performance with customer's control.

Event description:
The customer ran blood glucose tests on 2 contour next link meters and received readings of 265 and 59mg/dl. The difference between the readings falls in the "c" or "d" zone of the consensus error grid, making the difference clinically significant. No evidence of an adverse event. The customer was advised to return the test strips for evaluation. Replacement test strips and a new meter were sent to the customer.